Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "the tubes are not filling properly, the volume is lower. Additionally, the amount the tube draws is too slow, which makes the sample collection takes longer. Several times it was needed to puncture the patients once again and collect blood with a syringe so the tubes are filled opened."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-08-31. H.6. Investigation summary: bd received 3 samples and 4 photos from the customer in support of this complaint. The 4 photos were evaluated and do show the customer¿s failure mode of underfill. The 3 sample tubes. Along with 10 retention samples from the bd inventory were functionally tested and the issues of underfill and slow draw were not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, the defect was not observed in the sample and retention testing. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter and translated to english. The customer stated: "the tubes are not filling properly, the volume is lower. Additionally, the amount the tube draws is too slow, which makes the sample collection takes longer. Several times it was needed to puncture the patients once again and collect blood with a syringe so the tubes are filled opened."